Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damage and had blank display. The customer's blood glucose was unknown. The customer saw moisture on the insulin pump cause of just gone camping. The customer stated that there was crack on the bottom of the insulin pump where the back of the insulin pump and side where the insulin goes. The troubleshooting was performed for the blank display. The customer was advised that the insulin pump will need to be replaced and discontinue use of the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with blank display due to moisture damaged electronic assembly. Unable to perform operating current test, a21 error test, displacement test due to blank display. Device had cracked battery tube threads, cracked reservoir tube lip, cracked reservoir tube window and cracked case at reservoir tube window corners.